Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer informed tac of the event. The device will not be returned to olympus for evaluation. However, the reported failure was confirmed through olympus customer service representative. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: socket was wet and once it was dried out, the device was working should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source had error b30 occurred. The issue was found during inspection for use. There were no reports of patient harm.